Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a power trialysis implanted on (B)(6) 2021. During chdf in ICU, transfusion could not be performed as the return blood pressure got too high. Then exchanged the blood circuit and tried to cycle at qb40-50, however return blood pressure stayed 300mmhg. It was not improved although tried to flush the device or moved the catheter, so that chdf could not be continued on (B)(6) 2021. The user requests to investigate the catheter lumen and condition of the catheter like kink. There was no reported patient injury.

Event description:
It was reported that the patient had a power trialysis implanted on february 19, 2021. During chdf in ICU, transfusion could not be performed as the return blood pressure got too high. Then exchanged the blood circuit and tried to cycle at qb40-50, however return blood pressure stayed 300mmhg. It was not improved although tried to flush the device or moved the catheter, so that chdf could not be continued on february 22, 2021. The user requests to investigate the catheter lumen and condition of the catheter like kink. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint is of unable to infuse is inconclusive due to poor sample condition. One 20 cm trialysis catheter was returned for evaluation. Blood residue was present within the catheter tubing and surface. The extension legs were all returned clamped. No apparent kinks were noted in the catheter were noted. The catheter lumens were flushed with water using a 12 ml syringe and were found to be patent to infusion. The catheter was cut near the 12 cm depth marker. The wall thickness of the outerwalll and inner wall lumens were measured and were found to be within manufacturing specification. Since the reported issue was unable to be replicated during functional testing, the complaint could not be confirmed and remains inconclusive at this time. Possible contributing factors include fibrin sheath formation and catheter kinking during use.